Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A use error was also reported in which therapy was started over using the same supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line) alarm. The alarm occurred during the initial drain. The patient was connected at the time of the alarm. The caregiver stated they cleared the alarm by cycling power and the homechoice was now in prime with the same supplies connected. The technical service representative advised the caregiver to start over using all new supplies and reviewed proper procedures with them. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.